Event description:
Customer reportedly received results of 34 mg/dl and 179 mg/dl within 10 minutes on the inform system. The discrepant results were obtained at a hospital. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent. Meter, comfort curve test strip lot number 549526, expiration date 02/29/2008.

Manufacturer narrative:
The suspect product is comfort curve test strips.